Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because it was no longer working due to a fluid leak. It is believed that the fluid leak occurred at the y-connector. A new aus device was implanted.

Manufacturer narrative:
Investigation summary: the device was returned for analysis and confirmed the reported fluid leak which would affect the functionality of the device. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the 4.0cm cuff, 4.5cm cuff, pump and balloon were visually inspected, microscopically examined and tested for leaks. No damage or abnormality were noted, and no leaks were found, in either the balloon or 4.5cm cuff. Wear and material fatigue were identified on the pump kink resistant tubing; however, no fluid leak was observed. A fluid leak was identified on the 4.0cm cuff's kink resistant tubing proximal to the quick connector. The fluid leak was from a tear that was consistent with wear and fatigue damage that extended to the filament. No other damage or irregularities were observed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male us, bsc. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted because it was no longer working due to a fluid leak. It is believed that the fluid leak occurred at the y-connector. A new aus device was implanted.